Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The patient tests her blood glucose "on and off" since she is "pre-diabetic." At times, she tests up to 5 times a day depending on what her before and after meal readings are throughout the day. The patient stated that her usual blood glucose levels are around "97-101 mg/dl." She manages her condition with diet and exercise. The patient indicated that the alleged meter issue started around 4:49 pm that day, the patient obtained a blood glucose result of "128 mg/dl" which she felt was higher than normal. After testing, the patient ate a snack. At 6:49 pm, the patient tested her blood glucose again and obtained a blood glucose result of "121 mg/dl." Since the patient again felt as though the result was inaccurately high, she retested 2 more times within a 10-minute time frame. She obtained results of "140 and 124 mg/dl." The patient did not take any actions after testing. At 6:59 pm that same evening, the patient claimed that she developed symptoms of shakiness. The patient did not test her blood glucose while she was symptomatic. The patient immediately ate dinner and felt better about 2 hours later. When her symptoms were relieved, the patient tested herself and for a result of "157 mg/dl." The patient mentioned that she typically eats something whenever she gets lower than normal blood glucose readings. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported as the patient claimed that she developed symptoms that can be suggestive of severe hypoglycemia after the meter started reading inaccurately. It is unclear how the patient would become hypoglycemic when she is not taking any diabetes medication.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.